Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and reviewed the instrument data and found three failing system checks which occurred after the customer had replaced the aspirate probes. The fse replaced the aspirate probes with new probes. After replacing the probes: the fse performed system check; the system check showed all parameters passing within specifications. The fse performed testing to check for carryover and splashing; no carryover or splashing issues were noted. The fse performed testing to verify troponin I accuracy and precision; no accuracy or precision issues were noted. The fse ordered two sets new aspirate probes for both instruments and instructed the customer in proper maintenance of aspirate probes. No additional hardware issues were noted. The unit conformed to the manufacturer's published performance specifications. Patient samples were collected in a 5 ml lithium heparin tube, full draws, and there was no evidence of fibrin. The samples were centrifuged in the primary tube for ten minutes, then the plasma is aliquotted and re-centrifuged in a statfuge for three minutes. System check data from (B)(6) 2012 showed all parameters passing within specifications. Quality control (qc) is run once every 24 hours (approximately 10-11 am) and was not run after this incident. There were no error messages in the event log report.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for two patients involving synchron lxi 725 system. Subsequent testing of the patients' samples on an alternate access 2 immunoassay system produced lower results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.